Manufacturer narrative:
The device was returned to the resmed technical service center in (B)(4) and an evaluation was performed. A review of the data logs confirmed that a system fault, "battery inoperable" alarm, was triggered in the device. The device is currently being returned to the manufacturing facility located in sydney, australia for an engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
Imp# (B)(4).

Manufacturer narrative:
An extensive engineering investigation was performed on the returned astral device by the design house in (B)(4). The investigation determined that the single occurrence battery inoperable error message was due to a software timing issue between the internal battery and the charger circuit. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. This error message will not affect ventilation as the device will continue to provide treatment. (B)(4).